Manufacturer narrative:
Results: lift coil cable. Siderail cover.

Event description:
It was reported by service report that the foot end of the bed will not come down and a siderail was replaced. No pt involvement or adverse consequences are reported.